Manufacturer narrative:
Evaluation summary: the incident sample was requested but the customer has indicated that the device was disposed of by the facility. Further information has been requested regarding the issue, and if additional information is received a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after surgery, the patient was found to have a severe skin burn at the negative plate site. Plastic surgery and skin grafting were needed. The issue led to an extended hospital stay with a burn physician consultation and application of open scald ointment. The incident grounding pad was discarded by the customer and is not available for evaluation.